Manufacturer narrative:
Manufacturers narrative section h6 health effect - clinical code: 1770 - stroke - . On (B)(6)patient had left mca (middle cerebral artery) stroke - patient was noted to have mixed aphasia and right hemiparesis. On (B)(6) 2023 patient experienced new onset of atrial fibrillation health impact - impact code: 4644 - medication required- treated with amiodarone bolus and cardioversion x2 amiodarone drop started medical device problem code: 3190 - insufficient information - 2993 - adverse event without identified device or use problem component code: 4755 - part/component/sub-assembly term not applicable - the device does not have distinct parts, components, or subassemblies, type of investigation: 4110 - trend analysis a similar event review was performed for stroke in thoraflex hybrid grafts between (B)(6). A similar event rate of 0.058% was confirmed. No negative trend in the number of events was identified. No negative trend was identified 4111 - communication/interviews - further information has been requested from the site. 3331- analysis of production records - a review of manufacturing and quality control records confirmed that the device was manufactured to the intended specifications investigation findings: 213 - no device problem found - email from site on 24 july 23 confirmed, this was not a device related event. Investigation conclusion: 4310 - cause cannot be traced to device - email from site on 24 july 23 confirmed, this was not a device related event.

Event description:
This report has been submitted as a final for mfg.report FDA 9612515-2023-00005 to provide correction to device details. Update from site confrimed that this was not a device related event.

Manufacturer narrative:
Manufacturers narrative section h6 health effect - clinical code: 1770 - stroke - . On (B)(6) 2023 patient had left mca (middle cerebral artery) stroke - patient was noted to have mixed aphasia and right hemiparesis. On (B)(6) 2023 patient experienced new onset of atrial fibrillation health impact - impact code: 4644 - medication required- treated with amiodarone bolus and cardioversion x2 amiodarone drop started medical device problem code: 3190 - insufficient information - 2993 - adverse event without identified device or use problem component code: 4755 - part/component/sub-assembly term not applicable - the device does not have distinct parts, components, or subassemblies, type of investigation: 4110 - trend analysis a similar event review was performed for stroke in thoraflex hybrid grafts between jan 18 and jun 23. A similar event rate of 0.058% was confirmed. No negative trend in the number of events was identified. No negative trend was identified 4111 - communication/interviews - further information has been requested from the site. 3331- analysis of production records - a review of manufacturing and quality control records confirmed that the device was manufactured to the intended specifications. Investigation findings: 3233 - results pending completion of investigation.

Event description:
This report has been submitted as follow up 1 for mfg.report FDA to provide correction to device details.

Manufacturer narrative:
Manufacturers narrative section h6 health effect - clinical code: 1770 stroke . On (B)(6) 2023, patient had left mca (middle cerebral artery) stroke. Patient was noted to have mixed aphasia and right hemiparesis. On (B)(6) 2023 patient experienced new onset of atrial fibrillation. Health impact - impact code: 4644 - medication required- treated with amiodarone bolus and cardioversion x2 amiodarone drop started. Medical device problem code: 3190 - insufficient information. 2993 - adverse event without identified device or use problem. Component code: 4755 - part / component/sub-assembly term not applicable, the device does not have distinct parts, components, or subassemblies. Type of investigation: 4110 - trend analysis a similar event review was performed for stroke in thoraflex hybrid grafts between jan 18 and jun 23. (B)(4). No negative trend in the number of events was identified. No negative trend was identified 4111 - communication/interviews - further information has been requested from the site. 3331- analysis of production records - a review of manufacturing and quality control records confirmed that the device was manufactured to the intended specifications investigation findings: 3233 - results pending completion of investigation.

Event description:
Event reported from extend post approval study as follows: thoraflex hybrid graft implanted on (B)(6) 2023. On (B)(6) 2023 patient had left mca (middle cerebral artery) stroke. Patient was noted to have mixed aphasia and right hemiparesis. On (B)(6) 2023 patient experienced new onset of atrial fibrillation requiring cardioversion, amiodarone drop started. Both events are unresolved and still getting treated.